Event description:
Attending surgeon reported that the device delaminated 3-4 inches around the entire circumference. The device was tacked in place. No adverse patient consequences were reported and device remains implanted.